Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried different charging cables and adapters with no success, so technical support arranged for a replacement pump to be sent and advised the customer on returning the malfunctioning pump.